Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving no delivery alarms on the insulin pump, resolved with an infusion set change. During the call, customer mentioned her blood glucose would go low every morning around 42 mg/dl, which she would correct by eating a candy bar. Customer stated she had passed out once before but refused troubleshooting for both low and high blood glucose. Customer agreed to return the product for analysis.